Manufacturer narrative:
(B)(4). Date sent: 5/19/2023. D4: batch # x96557. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the tip of the sleeve broken. In addition, the packaging opened was returned along with the instrument. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic lobectomy, when the device was passed in and out of the trocar, the distal part of the trocar was partially cracked. The surgeon stopped the operation, removed the fragment from the body, and replaced a new trocar to continue the operation.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: "were there any patient consequences? If yes, please describe. No." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.